Event description:
The customer was hospitalized for high blood glucose levels. Troubleshooting was attempted on the insulin pump, but it kept reverting to the rewind screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.